Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and extended high ppeak (peak pressure) alarms while using the avea ventilator. The issue occurred during patient use and the customer reported once the alarms came on, they switched out the ventilator with another known good one with no harm to the patient. The customer reported calibrating the transducers, but only to have repeated failure with the expiratory pressure transducer. The customer reported the transducers were drifting so much the suspect device was taken out of service.